Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia that could not be resolved following the placement of a balloon expandable stent. It was noted that the aortic body stent graft was positioned below the intended landing zone in a location potentially outside the treatment range for the implanted stent graft. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.